Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose and overtreatment for hypoglycemia during a call, after which correct low blood glucose protocol was reviewed and additional training was assigned. Symptoms included hypoglycemia. Outcomes included the need for user education and training with no hospitalization reported. Investigation included troubleshooting and education completed with assignment for additional training. Investigation of this case revealed user technique error related to overtreatment as the contributing factor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error.